Event description:
It was reported that the patient was admitted to the hospital emergently due to cardiac decompensation. It was also reported that the device was delivering appropriate shocks in the emergency department. Interrogation of the device revealed therapies had not delivered six months earlier after the device had tripped elective replacement indicator. The device was explanted and replaced. The patient was in the intensive care unit on artificial respiration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary :the device was returned, analyzed, and no anomalies were found. The performance data was also collected, analyzed, and revealed that the device had a low battery voltage alert and a charge circuit timeout. Time of elective replacement indicator (eri) in save to disk on 28-oct-2012 where the device eri was less than or greater than 2.62 volts. There was a long charge time greater than 30 sec on 24-oct-2012. The weekly battery voltage trend data shows min battery equaling 2.64 to 2.62 volts between 23-oct-2012 and 30-oct-2012 and one low battery voltage alert 28-oct-2012. There was one patient alert for charge circuit timeout on 24-oct-2010 and one patient alert for long charge time greater than 30 sec on 24-oct-2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. F.for use by user facility/importer (devices only). (B)(4).